Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Upon inspection, it was found that the opening cable was jammed between the toggle and the pulley in the end effector, preventing the end effector from closing normally.

Event description:
Clip would not close after opening, the clip also had the metal wire exposed on the distal end. The device never entered the patient, tested outside of body. They opened another clip and proceeded without further consequence. No delay in case nor patient harm.